Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-00778. It was reported the patient's scs system leads migrated. Surgical intervention may be taken to address the issue.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-00778.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-00778. Follow up information received identified the patient's has stimulation therapy coverage in his legs. There is no plans for surgical intervention at this time.